Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision procedure, the physician could not reposition the scs paddle lead to the target location due to scar tissue. In turn, the physician decided to cut the lead and replace it with a new scs paddle lead. Therapy was restored post op.